Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
The event occurred in spain. It was reported that there was a blood leakage during patient treatment on the gas outlet on the hls set. The ssu confirmed on 2025-02-24 that no remedial action was taken, since this was a treatment on a corpse and of short duration, the operator decided to continue the treatment in order to save the organs as the leak was minor. It was a mastrich iii ECMO for donation in asystole. As there was a blood leak during patient treatment, a report is required. The affected product is not available for technical investigation as it was discarded by the customer. Therefore, the exact root cause remains unknown. However, a medical consultation was performed by getinge medical affairs on 2025-03-19 with following conclusion: "the complaint report described that the hls set was leaking at the gas outlet port of the hls set. The lost blood volume was described with less than 10 ml. As the product is not available for investigation a clear root cause of the leakage cannot be determined. The customer explained that a tightness test was performed during priming with direct visualization at high flow; however, no leakage was reported. The complaint narrative describes that the device was not exchanged with a resumption of the procedure. It is assumed that the patient received no harm as support was provided for organ donation. The condition of the organs and the following procedures of transplantation are assumed to be unaffected by the reported event." As stated in the instructions for use of the hls set - in chapter preparation and installation ¿perform a careful visual inspection of the device before use. In particular, ensure there is no damage to the material, cracks, burrs or fissures.¿ furthermore, it is stated in chapter priming the system ¿check the device for leaks during priming. Do not use the device if there are any leaks.¿ and ¿before priming the set, run water through the heat exchanger of the hls module advanced and check for leaks.¿ the production records of the affected product were reviewed on 2025-04-10. According to the final test results, the product passed the tests as per specifications. Production related influences are unlikely. The review of scrap, rework, enhancements and design changes were reviewed an no abnormalities in regards to the reported failure were found. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regards to the reported failure. This complaint was found as a single event in the database of customer complaints for the timeframe from 2024-02-07 until 2025-02-17. Based on the results and the provided picture by the customer the reported failure "blood leakage" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since the lot number of the affected set was not provided. The disposable was discarded by the customer. Therefore, it is not possible to identify the set lot number of the device in question and therefore its UDI number.

Event description:
The event occurred in spain. It was reported that there was a blood leakage during patient treatment on the gas outlet on the hls set. No harm to any person has been reported. As there was a blood leak during patient treatment, a report is required. Complaint ID #(B)(4).

Manufacturer narrative:
The affected hls set was requested for further investigation but was not available. A follow-up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since the lot number of the affected set was not provided. The disposable was discarded by the customer. Therefore it is not possible to identify the set lot number of the device in question and therefore its UDI number.